Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual and found sensor cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced bent sensor cannula. The customer's blood glucose value was 254 mg/dl. The customer stated that the sensor has not been accurate. The customer had blood glucose of 85 mg/dl and sensor reading of 154 mg/dl. The customer stated that the pump alarmed with suspend on low. The product was returned for analysis.